Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: two weeks after the a colostomy operation for stoma creation the suture used for fixing intestine lost the shape. There was "n oil" effect to the patient, however the surgeon said that the absorption seemed to be too fast. There was no problem with the patient. An additional operation was not performed to correct the issue. The suture packet was opened prior to the operation so several hours may have passed before the suture was used on the patient.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.